Event description:
Reporter stated that pt went to ER because pt's inr with device was 5.5, while the lab inr for this pr was 10.0. Treatment received: pt was instructed to stop taking coumadin (based on the lab result) pt was also told that they needed a vitamin k shot, but they declined.